Manufacturer narrative:
Product analysis: at analysis the stated reason for return of "broken keyboard and handle and too loud" was confirmed. It was further noted that the touch screen was out of calibration and the bezel was damaged. The handle, keyboard and bezel were replaced, the touch screen was calibrated, new software was installed and the programmer was cleaned. It then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken keyboard and handle and that it was too loud. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.